Event description:
Customer states the chair is front heavy and the customer has tipped forward a few times, there were no injuries as the elrs have stopped the chair from moving all the way forward, the footrests are slightly damaged but no repairs on them yet.